Event description:
The patient was revised because of loosening of the tibial tray.

Manufacturer narrative:
The device associated with this report was not returned. Review of the retrieved device history records and sterilization certificate did not reveal any related deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the product problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.